Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was not delivery insulin; he stated that when giving insulin his blood glucose would not decrease. The patient's blood glucose at the time of incident exceeded 200 mg/dl. Troubleshooting was initiated and the customer attempted to prime but insulin did not exit the tubing. The customer removed the reservoir and reconnected it and attempted to push insulin through the tubing with a plunger; however, insulin did not exit and there was greater than normal resistance with the plunger push. This time both the infusion set and reservoir was disconnected and reconnected, and when the customer tried the plunger push once more insulin did not exit and the excessive resistance recurred. The customer was advised that the infusion set and reservoir connection caused the delivery issue, and that he should change both products. No products were returned and the customer was sent two replacement infusion sets and reservoirs.